Manufacturer narrative:
Date of event is estimated.

Event description:
Reference manufacturer numbers: 3006705815-2020-33177, 3006705815-2020-33178. It was reported that the patient's scs system was unable to enter MRI mode due to high impedances. This is intended functionality by device design, but the patient underwent surgical intervention wherein the scs system was explanted and replaced to address the issue. Since it is not known which device contributed to the issue, all possible devices are being reported on.

Manufacturer narrative:
A patient's controller displaying the error message " MRI not advised, there may be a problem with the implanted leads" while attempting to set ipg to MRI mode was reported to abbott. An abbott rep met with the patient and identified high impedance. X-rays did not identify lead migration or a fracture. The patient still had effective pain relief but was in need of an MRI for an unrelated health condition. The patient¿s ipg was replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.